Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, it was reported that the patient experienced phrenic nerve stimulation. The device was interrogated and revealed a loss of capture on the left ventricular (lv) lead. X-ray was performed and revealed that the lv lead was dislodged. The lv lead was deactivated until a procedure could be performed. During the procedure, the lv lead was explanted and replaced to resolve the event. No adverse patient consequences were reported.